Manufacturer narrative:
Findings: unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. No motor error alarm or no excessive "no delivery" alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Motor was tested outside of the device and passed. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 140 mg/dl. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not reported an e70 alarm. Customer does not use the sensor feature on the pump. The customer was able to rewind and get back to menu. Customer was assisted in performing manual prime/fill tubing. The customer stated motor error did not recur. The customer was advised to monitor pump. The customer just received a second motor error. The customer was advised that the device would be replaced.